Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned a single lumen catheter which was cut off 3.5 cm from the distal end. The catheter was occluded and pressurized water was injected at 45 psi for 30 seconds. No leaks were observed. A review of manufacturing records did not yield any relevant findings. Since no problems were found with the returned device, no cause could be determined. No further action will be taken.

Event description:
It was reported that the catheter was inserted (B)(6) 2015 in the patient's left subclavian vein. In the patient's room on (B)(6) 2015, agent leakage was observed. Despite the leak, the catheter remained in use until removal on (B)(6) 2015. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).